Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "knots under left armpit," and pain. Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, fold creases, red particles material was found on the shell/gel, white encapsulation and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated and wear abrasion. Based on the device analysis the final assessment is: a striated edge broken in the side anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: a striated edge broken in the side anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional additionally reported rupture.